Event description:
Baxter (B)(4) received a report that one (1) infusor device overinfused during patient use. Reportedly, the infusor was filled with 5-fluorouracil (5860 mg / 192ml) in saline and the total fill volume was 192ml for an expected 96 hours infusion. After the 12 hours infusion, when checking the infusion the nurse observed that the quantity administered was equal to a 24 hour infusion, thus an overinfusion of the chemotherapy. The actual sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. An accuracy flow test was performed on the unit for 112 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 1.89 ml/hr, normalized flow rate = 1.94 ml/hr, specification range = 1.80 - 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.